Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a manufacturer's employee. Training is in place.

Event description:
Patient heard the device alarm. The patient was evaluated at the pain unit. It was determined that it was critical pump alarm every 10 minutes, it continued over 48 hours. An attempt to refill the pump on (B) (6) 2009 was unsuccessful. The device was replaced. No injury to the patient was reported and the patient recovered without sequela. The pump was used to deliver sulfentanyl.